Event description:
It was reported that during a prospect procedure, the fiber tip burned out at 42,000 joules. A second fiber was used and the cap detached at 30,326 joules into the procedure. This fiber was used to complete the case. No pt injury was reported.